Event description:
The patient reported that last summer he lost v-go devices due to adhesive pad did not stay attached to the body and this was caused by excessive sweating. Patient was wearing v-go on both the back of his arm and abdomen at time of loss and no exact dates were provided. There are no v-go devices available.

Manufacturer narrative:
Clerical error noted on patient identifier a-1 originally reported as (B)(6) and correct idenitifier is (B)(6).

Event description:
The patient reported that last summer he lost v-go devices due to adhesive pad did not stay attached to the body and this was caused by excessive sweating. Patient was wearing v-go on both the back of his arm and abdomen at time of loss and no exact dates were provided. There are no v-go devices available.